Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was at home and saw a driveline communication fault message on the mini-console. The patient subsequently went to the emergency room at the cardiovid clinic, the only clinic open for left ventricular assist device (lvad) in the city. There, the patient was monitored, demonstrating hemodynamic stability and adequate pump function. The patient was hospitalized. The patient was admitted, and a request was made if there was any method available to assess the integrity of the internal conductors of the driveline cables (both the pump and modular cables) in the patient already implanted. Visually, the external portion of the cable showed significant deterioration. Given this, if any additional diagnostic method such as fluoroscopy or another imaging technique was available was requested. The event log file captured constant driveline communication faults throughout the log file. An echocardiogram was done that showed recovery of the ventricular function which indicated that the patient could tolerate a brief stop of the pump. The modular cable was to be exchanged but the exact date for the exchange was unknown, the patient was being hospitalized and took short daily showers with precaution of covering the entire cable to prevent it from getting wet.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The reported event of damage to the outer jacket of the pump cable was confirmed through analysis of the submitted images and video. The customer submitted 1 photo and 1 video for review, as well as multiple screenshots from the video. The photo showed the communication fault alarm appearing on the screen of the controller. The video showed the length of the patient's pump cable and modular cable. On the pump cable, a breach of the outer jacket could be seen proximal to the inline connector bend relief. No wires were exposed, and the damage appeared to be cosmetic in nature. The submitted log files are evaluated under the modular cable investigation. A driveline comm fault alarm was active for the entire duration of the log file. No other notable events or alarms were captured, and the system appeared to operate as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and patient handbook is currently available. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 6 of the IFU (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 of the patient handbook also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.